Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4: batch # unk. 1. Did the patient suffer any adverse consequences? No, patient did not suffer any adverse consequences. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: a9d31v no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve, surgeon fired 3 green reloads, gst60g. One of the firings had a staple leg that appeared to be misfired, a straight staple leg sticking out of the staple line. Tried to pull it out but was stuck. Tried crimping it but ended up clipping over to reduce chance of catching on/puncturing nearby organ/tissue. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2024 d4: batch # 412c81 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage, with a battery pack, and with three gst60g reloads present. The reload (b & c) was received fully fired with no apparent damage. The reload (d) was received fully fired, upon further inspection, the reload was found to have damage on the knife channel. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The found damage on the reload (d) is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 412c81, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.